Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2019-00731 under the same suspect medical device but an incorrect manufacturer name, city and state. Photographs of the board were provided and reviewed. This review determined the board was manufactured as per specification and the component in question was of the correct size and in the correct orientation. Review of the service history for the alinity s (B)(4) did not identify contributing factors and no additional issues of burn/charred components were reported. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn/charred observed was limited to a small area; damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets with replacements of the pcb assy: optics zone stepper motor driver part. No other complaints were received associated with burn/charred for the part. A review of the transfusion product monitoring tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Manufacturing documentation for the part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity s system was identified.

Event description:
While troubleshooting an issue on the alinity s system, the field service engineer found charred components on the pcb assay optics zone stepper motor driver. No smoke or fire was observed. There were no injuries and no impact to patient management reported.